Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: avista MRI perc lead kit 56 cm, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 21234590.

Event description:
It was reported that the patient no longer used the device for over a year due to lack of relief. The patient declined the offer of reprogramming the stimulator. The patient underwent an explant procedure. The patient was doing well postoperatively. No device malfunction was suspected. All components were removed and will not be returned.